Event description:
The patient reported that they had pain in their right hip. They were in more pain then that thought they should have been. They thought that it was likely due to their implant and not the stimulation itself. The patient also noted that the pain began on their car ride home from the hospital the day prior to the day of the report. Additional information reported that the patient's hip pain was resolved. The patient's lead was removed. The cause of the hip pain was unknown.